Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter used with the guidewire was not returned, but the torque device was. Visual inspection of the device revealed that the guidewire was returned in two segments and bent at approximately 40.0cm and 41.0cm from its proximal end. The core wire was separated at 184.5cm from its proximal end and core wire distal approximately 15.5cm section was in the separated nitinol section. There were small bubbles with collapsed dome and un-collapsed dome were found on the guidewire middle section at approximately 15.0cm from the distal end. No anomalies were observed with the hydrophilic coating. During wet inspection of the hydrophilic coating, the bubbles section was not smooth and guidewire was slightly bent on its distal nitinol section. Analysis of the guidewire ptfe (polytetrafluoroethylene) coating showed that it was peeled/scraped off at approximately between 36.cm to 42.0cm from the proximal end. The torque device was on the guidewire where the ptfe coating was scrapped off and . The ptfe coating appeared to be scraped off of the guidewire with the torque device collet by dragging it down. Function evaluation was not performed and from the condition of the returned guidewire, it appeared to be used in clinical setting and gone under excessive manipulation during use. It is possible that the reported issue of the kink on the guidewire may have been caused by handling during removal from its dispenser hoop, however, the information currently available could not identify a definitive cause of the reported and observed guidewire kink could not be determined. Based on the condition of the returned device and the anomalies observed during the device inspection, it appears that the guidewire was used in clinical setting and it may have gone through excessive manipulation during the use and handling of the product. Additionally, the torque device was on the guidewire where the ptfe coating was scrapped off. Therefore based on all of the information available, an assignable cause of handling damage was assigned to the observed ptfe peeling and guidewire breakage.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling and guidewire was broken. No consequences to the patient were reported.